Event description:
A dye study was being performed because the patient had an increase in pain and a volume discrepancy at the last refill. The amount aspirated from the reservoir was greater than expected; however, specific volumes were not reported. The dye study was being performed under x-ray with the patient in a supine position. The hcp (healthcare professional) could see that they were in the right place but was having difficulty aspirating fluid through the cap (catheter access port). The hcp was able to get some fluid back with resistance. Since they were not getting good flow, a 20ml syringe was used instead of the 10ml syringe and some fluid was flowing but not a lot. The patient¿s head was raised a little and the bevel on the needle was turned. The catheter appeared to be connected to the pump. Behind the pump it looked like the catheter was kinked. A revision was being planned. The device system was used to deli ver bupivacaine and morphine. It was later reported that the healthcare professional tried to perform a dye study and she was not able to aspirate anything. The dye study was aborted and the patient was sent to the surgeon for a consultation. The patient was experiencing more pain than usual.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that the pump and catheter were replaced. The expected volume was 8.3 ml; they took out 10 mls. The physician was not able to draw any csf (cerebrospinal fluid) back from the catheter access port or catheter. He found that the catheter was out of the intrathecal space.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).